Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a breach of the outer insulation due to depression. (B)(4)

Event description:
The right ventricular lead was returned to the manufacturer after being explanted and subsequently tested out of specification. No patient complications have been reported as a result of this event.